Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker was prophylactically explanted. This device was included in the minute ventilation oversensing advisory population originally communicated on december 19, 2017.

Event description:
Subsequent information received indicates that according to the physician, this pacemaker was implanted with two competitor leads, and the patient had been experiencing 3rd degree atrioventricular (av) block and episodes of syncope. A stored episode was evaluated, which showed evidence of noise with pacing inhibition. The mv sensor was programmed on during that episode, and as a result, the mv sensor was subsequently programmed off on (B)(6) 2018. It was later determined that both non-bsc leads had conductor breaks. As a result, it was suspected that both oversensing of the mv sensor and the conductor breaks contributed to this event. A procedure was performed to replace the broken leads. This pacemaker's battery was noted to have approximately five years of battery life remaining. Due to the patient's young age, the remaining battery life of approximately five years, and the mv oversensing described above, the physician elected to also explant and replace the referenced pacemaker during the procedure.